Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible displacement of one of her essure coils based on/ I'm now just waiting for more tests to find it where my right coil is') and pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. A4264-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, endometrial hyperplasia, iron deficiency anemia, vaginal bleeding and menorrhagia. Concomitant products included contraceptives for topical use from 2009 to 2012, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, penicillin nos and tetracyclines from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: extremely moody") and irritability ("irritable"), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)/ heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/spotting to heavy"), abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), metrorrhagia ("metrorrhagia"), coital bleeding ("post coital bleeding") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, hormone level abnormal and depression outcome was unknown and the pelvic pain, mood altered, irritability, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, abdominal pain lower, dysfunctional uterine bleeding, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal pain lower, coital bleeding, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- the essure devices were placed without difficulty with one coil remaining in the uterine cavity on the right side and four coils on the left side she received treatment for following events dyspareunia, dysmenorrhea, menorrhagia, general abnormal bleeding, fatigue, hormonal change, migraine, headache. Hormonal changes describe: became nonsocial. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: bilateral tubal occlusion post essure placement. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: depression. Lot number a4264 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible displacement of one of her essure coils based on I'm now just waiting for more tests to find it where my right coil is') and pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. A4264) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, endometrial hyperplasia, iron deficiency anemia, vaginal bleeding and menorrhagia. Concomitant products included contraceptives for topical use from 2009 to 2012, norethisterone (micronor) from october 2012 to december 2012, penicillin nos and tetracyclines from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: extremely moody") and irritability ("irritable"), 1 year 3 months after insertion of essure. In (B)(6) of 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) of 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)/ heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/spotting to heavy"), abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), metrorrhagia ("metrorrhagia"), coital bleeding ("post coital bleeding") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, hormone level abnormal and depression outcome was unknown and the pelvic pain, mood altered, irritability, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, abdominal pain lower, dysfunctional uterine bleeding, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal pain lower, coital bleeding, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- the essure devices were placed without difficulty with one coil remaining in the uterine cavity on the right side and four coils on the left side she received treatment for following events dyspareunia, dysmenorrhea, menorrhagia, general abnormal bleeding, fatigue, hormonal change, migraine, headache. Hormonal changes describe: became nonsocial. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: bilateral tubal occlusion post essure placement. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: depression. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs and social media received. Lot number added. Event of dysfunctional uterine bleeding downgraded to non-serious. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible displacement of one of her essure coils based on/ I'm now just waiting for more tests to find it where my right coil is') and pelvic pain ('pelvic pain') in a 43-year-old female patient who had essure (batch no. A4264-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, endometrial hyperplasia, iron deficiency anemia, vaginal bleeding and menorrhagia. Concomitant products included contraceptives for topical use from 2009 to 2012, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, penicillin nos and tetracyclines from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: extremely moody") and irritability ("irritable"), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)/ heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/spotting to heavy"), abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), metrorrhagia ("metrorrhagia"), coital bleeding ("post coital bleeding") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, hormone level abnormal and depression outcome was unknown and the pelvic pain, mood altered, irritability, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, abdominal pain lower, dysfunctional uterine bleeding, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal pain lower, coital bleeding, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- the essure devices were placed without difficulty with one coil remaining in the uterine cavity on the right side and four coils on the left side she received treatment for following events dyspareunia, dysmenorrhea, menorrhagia, general abnormal bleeding, fatigue, hormonal change, migraine, headache. Hormonal changes describe: became nonsocial diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: bilateral tubal occlusion post essure placement.. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: depression. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: update of information (batch is invalid) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible displacement of one of her essure coils based on'), pelvic pain ('pelvic pain'), genital haemorrhage ('general abnormal bleeding') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, endometrial hyperplasia, iron deficiency anemia, vaginal bleeding and menorrhagia. Concomitant products included contraceptives for topical use from 2009 to 2012, norethisterone (micronor) from (B)(6) 2012, penicillin nos and tetracyclines from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: extremely moody") and irritability ("irritable"), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding (seriousness criterion medically significant), metrorrhagia ("metrorrhagia") and coital bleeding ("post coital bleeding") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea and hormone level abnormal outcome was unknown and the pelvic pain, mood altered, irritability, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, abdominal pain lower, dysfunctional uterine bleeding, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal pain lower, coital bleeding, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- the essure devices were placed without difficulty with one coil remaining in the uterine cavity on the right side and four coils on the left side she received treatment for following events dyspareunia, dysmenorrhea, menorrhagia, general abnormal bleeding, fatigue, hormonal change, migraine, headache. Hormonal changes describe: became nonsocial. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: bilateral tubal occlusion post essure placement.. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new events general abnormal bleeding, hormonal changes, dysfunctional uterine bleeding, metrorrhagia, post coital bleeding was added. Treatment details added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible displacement of one of her essure coils based on/ I'm now just waiting for more tests to find it where my right coil is'), pelvic pain ('pelvic pain') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 43-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, endometrial hyperplasia, iron deficiency anemia, vaginal bleeding and menorrhagia. Concomitant products included contraceptives for topical use from 2009 to 2012, norethisterone (micronor) from (B)(6) 2012, penicillin nos and tetracyclines from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: extremely moody") and irritability ("irritable"), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)/ heavy bleeding"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding/spotting to heavy"), abdominal pain lower ("lower abdominal pain"), dysfunctional uterine bleeding (seriousness criterion medically significant), metrorrhagia ("metrorrhagia"), coital bleeding ("post coital bleeding") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, migraine, dysmenorrhoea, hormone level abnormal and depression outcome was unknown and the pelvic pain, mood altered, irritability, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue, abdominal pain lower, dysfunctional uterine bleeding, metrorrhagia and coital bleeding had resolved. The reporter considered abdominal pain lower, coital bleeding, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hormone level abnormal, irritability, menorrhagia, metrorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details- the essure devices were placed without difficulty with one coil remaining in the uterine cavity on the right side and four coils on the left side she received treatment for following events dyspareunia, dysmenorrhea, menorrhagia, general abnormal bleeding, fatigue, hormonal change, migraine, headache. Hormonal changes describe: became nonsocial diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: that the coils were where they should be and there was total occlusion. 2) that the coils were where they should be and there was total occlusion. 3) essure coil in left isthmus; on (B)(6) 2014: bilateral tubal occlusion post essure placement.. Ultrasound scan vagina - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following one was reported via social media: depression. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event depression was added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('possible displacement of one of her essure coils based on') and pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysfunctional uterine bleeding, metrorrhagia, endometrial hyperplasia, iron deficiency anemia, vaginal bleeding and menorrhagia. Concomitant products included memantine hydrochloride (condomania) from 2009 to 2012, norethisterone (micronor) from (B)(6) 2012 to (B)(6) 2012, penicillins with extended spectrum and tetracyclines from (B)(6) 2012 to (B)(6) 2015. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced mood altered ("hormonal changes describe: extremely moody") and irritability ("irritable"), 1 year 3 months after insertion of essure. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (total vaginal hysterectomy with bilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, mood altered, irritability, vaginal haemorrhage, menorrhagia, headache, dyspareunia, fatigue and abdominal pain lower had resolved. The reporter considered abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, irritability, menorrhagia, migraine, mood altered, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion details: the essure devices were placed without difficulty with one coil remaining in the uterine cavity on the right side and four coils on the left side. Hormonal changes describe: became nonsocial. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2013: that the coils were where they should be and there was total occlusion. That the coils were where they should be and there was total occlusion. Essure coil in left isthmus; on (B)(6) 2014: that the coils were where they should be and there was total occlusion. That the coils were where they should be and there was total occlusion. Essure coil in left isthmus; on (B)(6) 2014: bilateral tubal occlusion post essure placement. Ultrasound scan vagina on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-oct-2019: mr received- event device dislocation added. Concomitant drug were added, medical history was added lab data was added. Race added. On 22-oct-2019: pfs received- fu 3 and fu 2 proceeded together and fu 3 is significant, injury nos replaced and new event extremely moody, became nonsocial and irritable, menorrhagia, vaginal bleeding, migraines / headaches, dysmenorrhea dyspareunia pelvic pain, fatigue were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.